Manufacturer narrative:
(B)(4). The facility has communicated that the device is not available for evaluation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that two catheter balloons failed to empty via syringe; the catheters were cut and balloons did drain at that time. Both catheters were used short term-under 24 hours. There was no patient injury.

Event description:
It was reported that two catheter balloons failed to empty via syringe; the catheters were cut and balloons did drain at that time. Both catheters were used short term-under 24 hours. There was no patient injury.

Manufacturer narrative:
Qn#(B)(4). The batch card(s) for the complaint lot(s) was reviewed and all passed qa inspection. No sample returned for investigation. Therefore, investigation will be conducted based on current production samples which are same type and same size with the complaint device. Based on the investigation conducted on production samples, it was observed that the catheters are fully functional. The balloons were able to inflate and deflate without any difficulties faced. Also, the catheters have passed the soak test which indicates no leak of water during catheterization. No other abnormalities were observed. Thus, this complaint could not be confirmed.